Event description:
It was reported that during advancement and retraction of the 2.0x15 mm otw mini trek ii balloon catheter over the ht floppy guide wire, dragging and sticking was felt. The balloon was used successfully for predilatation. The stent delivery system (sds) was able to advance, the stent deployed and the sds retracted without issue with the same guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht floppy; guide cath: q4 boston runway guide. It was reported that during advancement and retraction of the unknown otw mini trek ii balloon catheter over the ht floppy guide wire, dragging and sticking was felt. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the finished product lot history record for this lot revealed no nonconforming material records. A query of the complaint handling database of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.